Manufacturer narrative:
The device was not able to be returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints delivery system leakage and inability to cross native annulus were unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of inability to cross native annulus navigate and position catheter to target location - difficulty or inability to cross native annulus and/or bioprosthesis as reported, 'during the procedure, they were unable to cross the native aortic annulus with the commander delivery system (ds) due to severe tortuosity.' As seen in returned imagery, patient anatomy did some degree of tortuosity. It is possible that severe aortic tortuosity can make the pathway challenging as the delivery system tracks through the anatomy. This can potentially can lead and contribute to the reported difficulty felt when attempting to cross the native annulus. Available information suggests patient factors (tortuosity) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. For the complaint of delivery system leakage, as reported, 'once the first delivery system was out of the patient, it was observed at the back table that the balloon was not punctured, and no damage was noted on the device shaft. The delivery system was able to be inflated with no difficulties, but when deflating it there was air in the syringe indicating the possibility of some rupture in the shaft.' Possible sources of leakage may have been induced by improper de-airing techniques, using a damaged stopcock, and/or kinking/damaging the guidewire lumen or balloon shaft due to excessive manipulation used to navigate through tortuous aorta. However, without a returned device, the source and nature of the leakage is unknown. All devices are 100% leak tested and no de-airing issues during prep were reported. Therefore, a manufacturing non-conformance was unable to be determined. Due to insufficient information, a definite root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6). A patient who underwent an implant of a 29mm sapien 3 valve, by transfemoral approach in aortic position. As reported, during the procedure, they were unable to cross the native aortic annulus with the commander delivery system (ds) due to severe tortuosity and the delivery system balloon did not inflate during troubleshooting attempt to cross the annulus. During prep, the atrion was filled with 33ml locked. The syringe used to prep the device was 50cc or 60cc with luer lock. The delivery was assembled correctly following all the steps, the balloon was inflated up to a maximum of 15% to remove the air and acquire functionality. The patient's anatomy was quite abnormal, with severe vessel tortuosity due to pigeon chest, ascending aortic segment and rotated heart. Pre-dilation was performed with a 20mm non-edwards balloon. There was almost no segment straight enough to perform the step of retraction of the balloon to the valve (valve alignment). The best position was made by retracting the esheath a little, after performing the step following the progression of the system. The system and the valve did not cross the patient's native valve. After several attempts, a decision was made to inflate the balloon a little as a way of dilating the annulus and being able to cross the native valve. However, the delivery system balloon did not inflate and it was noted that there was too much air in the insufflating syringe. There was no blood in the syringe. All possibilities (connections, stopcock) were tested, and when there was no understanding of what was occurring, it was chosen to remove it from the entire system and valve via the esheath. A new commander ds and a new valve were assembled, and the procedure was completed successfully. There was no patient injury. The patient outcome was good. Once the first delivery system was out of the patient, it was observed at the back table that the balloon was not punctured and no damage was noted on the device shaft. The delivery system was able to be inflated with no difficulties, but when deflating it there was air in the syringe indicating the possibility of some rupture in the shaft. No fluid leak was observed, there were 33 cc on the atrion. The perceived root cause of the event was some problem in the external shaft.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.